Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complaint alleged that while attempting to treat a female pt, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.